Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
There is insufficient information available to determine the root cause of this event. Additional information is being requested from the healthcare provider. If any new information becomes available, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that this (B)(6) y-o patient with a bioprosthetic aortic valve, implanted for one (1) year and five (5) months, would likely need a valve replacement. The failure mode of the valve was not provided. The patient has already undergone redo-mvr with a transcatheter valve. No other details available.